Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, red, rash on his chest. There was no alleged device malfunction contributing to the irritation. Patient reported that his physician told him the rash is a "fungus do to the collection of sweat". The patient's physician advised the patient to use (B)(6) (medicated shampoo) on the irritation. The patient also removed the lifevest for approximately 10 days. Follow up indicated that the rash is improving.